Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) implanted with an implantable neurostimulator (ins) for spinal pain and fbss leg/back. The patient mentioned they had 3 surgeries and the most recent one was a laminectomy; the 3rd surgery was to relieve pressure from pinched nerves. The 2nd part of the 3rd surgery was the implant of spinal cord stimulator. Pt mentioned that the implant surgery went well and had no issues, but the recovery from the laminectomy was "grueling." The patient reported that they went through a lot of pain and a long recovery for 3rd surgery and now ins is not working.